Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for burnt c-cover was traced to component failure. However, the most probable cause for white residue in channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. A supplement report will be submitted if provided.

Event description:
The customer returned the colonovideoscope, with no reported complaint. During the evaluation of the device, burnt c-cover and white residue in channel was observed. The service repair technician indicated that the most likely cause of the burnt c-cover was due to component failure and for white residue cause could not be established. There was no patient involvement.